Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in impedances, decrease in sensing and an increase in capture thresholds above the acceptable levels. The patient underwent a revision procedure and no damage was observed on the lead. It was suspected that the lead exhibited microdislodgement. The lead was unable to be reused as it was destroyed during explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.